Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer was informed that drawer 5 on the main station failed to stay closed. Upon arrival, the full-height legacy drawer was inspected, and the magnet was found to be missing. The latch assembly was replaced with a modern version to prevent future issues with the magnet detaching. The drawers were tested using the hardware testing application, and all functionality tests passed. The customer successfully recovered storage space. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 5 was failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 5 was failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.